Manufacturer narrative:
(B)(4). Batch # n55l0c. The analysis results showed that two ecr45g reloads were received unfired. The returned reloads were loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A third reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the surgeon noted a staple not closed on the recently delivered staples line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.